Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). It was specified that there was an arv of 31 cubic centimeters (cc) and an erv of 3.7 cc. The date of the event was (B)(6) 2017. It was indicated that the pump logs were checked as troubleshooting done prior to the call. It was stated that there was a request for information regarding psi (pressures) within the pump and catheter but it was unclear the exact specification they were looking for so another manufacturer's representative that was going to the account after the call. It was indicated that they could not do troubleshooting due to the lack of access to product. No symptoms or complications were reported. Additional information was received from a manufacturer's representative on 2017-aug-30. It was reported that they would be revising the catheter since the hcp was not able to aspirate. It was indicated that the reason for call was the manufacturer's representative wanted to know if they should be replacing the pump as well. It was stated that there were no anomalies according to the pump logs. It was reviewed that the motors would still be turning at its programmed rate even though there may be an issue with the catheter. No further information was reviewed. No further complications were reported or anticipated.